Event description:
One pt with thyroid results that do not fit clinical picture of pt and are discrepant with two different methods. Sample was repeated on different analyzers with different methodologies. Initial tsh gave 3.3 uu/ml; repeated twice giving 34 mu/l and 66 (no units provided). Initial free t4 gave 77 pg/ml; repeated once giving 14.6 pmo/l. Initial free t3 gave 33 pg/ml; repeated twice giving 3 pmo/l and 2.7 (no units provided). If additional info is received, appropriate notification will be provided.